Manufacturer narrative:
(B)(4). Greenberg, a., cohen, d., ekhtiari, s., abughaduma, n. R., hakim, r., barimani, b., wolfstadt, j., backstein, d. (2024) prevalence and clinical impact of radiographic sclerotic lines adjacent to cementless tibial stems in revision total knee arthroplasty: a long-term follow-up study. European journal of orthopaedic surgery & traumatology 35(11)1-7. Https://doi.org/10.1007/s00590-024-04142-y b3 - event date - date of publication d10 ----------------- unknown articular surface lot#: ni unknown tibial component lot#: ni e1 - contact - correspondence author g2 - report source - foreign: canada h6: suggested code (annex g)- mechanical (g04) - femur the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one (1) patient was revised due to quad rupture post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a3a; b1; b2; b5; d1; d2a; d2b; d4; e1; g1; g3; h1; h6. The following sections were updated: g6; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. X-rays were provided in the ja; however it is unknown if they are related to the patient in the complaint. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. The device history record was not reviewed as part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.